Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) "is vibrating and a burst that lasts a second and it's intermittent. It's seems something is wrong and could be malfunction.". The ipg remains in use. No further patient complications have been reported as a result of this event.